Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely leakage occurred at biopsy channel and water invaded the device during device handling by the user. As a result, moisture adhered to ob-lens unit (objective lens unit), which led to a blurry image temporarily. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage.¿ ¿chapter 5 troubleshooting the countermeasures against troubles are described in this chapter. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope's entire image was blurry and upon inspection, looks like the scope was crushed at the bending channel. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and it was confirmed that the image was foggy. The additional evaluation findings were as follows: the label was peeling, the instrument channel had a leak, the insertion tube buckled near the bending section cover glue and had multiple dents, the light guide tube had minor scratches, the adhesive grip and scope cover were wet and there was corrosion on the universal cord holder and switch unit screws, the scope connector adhesive's wet dry sticker was activated, the bending section cover had a cut, the bending section cover glue had a crack, the bending section had a dent and the angulation was out of standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.